Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a weak mixing pump. The device was evaluated upon receipt. The mixing pump at lower speeds does not pump water into the chiller tank. This was noted during cooling to 28 degrees c from 41 degrees c. The mixing pump reached 30 degrees and stopped cooling. The mixing pump was serviced. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The device did not meet specifications and was influenced by the reported failure. The device was not in use on a device patient. A DHR is not required as this is not an out-of-box failure. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.

Event description:
It was reported that biomed stated they just replaced the circulation pump on the arctic sun device and now they were getting low inlet pressure. The pump was running at 100 percent and mss recommended the biomed to check the clamp and tube going to the manifold assembly for a possible air leak . Per follow up information received on 09may2022, biomed followed technical support recommendations and the device worked fine. There was no patient involvement as the issue was found during circulation pump replacement. Per sample evaluation results received on 23nov2022, it was reported that the mixing pump at lower speeds did not pump water into the chiller tank. This was noted during cooling to 28 degrees c from 41 degrees c. The mixing pump reached 30 degrees and stopped cooling. It was also stated that the replaced the double bend tube due to expansion of the tube found during servicing.

Event description:
It was reported that biomed stated they just replaced the circulation pump on the arctic sun device and now they were getting low inlet pressure. The pump was running at 100 percent and mss recommended the biomed to check the clamp and tube going to the manifold assembly for a possible air leak . Per follow up information received on 09may2022, biomed followed technical support recommendations and the device worked fine. There was no patient involvement as the issue was found during circulation pump replacement. Per sample evaluation results received on 23nov2022, it was reported that the mixing pump at lower speeds did not pump water into the chiller tank. This was noted during cooling to 28 degrees c from 41 degrees c. The mixing pump reached 30 degrees and stopped cooling. It was also stated that the replaced the double bend tube due to expansion of the tube found during servicing .

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.